Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't work, was confirmed. It was found that the motor was corroded and that the cable was damaged and it's protective earth resistance was out of range. Also the resistance values of the keypad were out of range and was not responding properly. The motor, the motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn. Also the damaged cable is mots likely a result of user mishandling of the device. However, given the information provided, we cannot discern a definitive root cause of the defective keypad of the hand control set. The defective components of the device would have caused the device to not function as intended as reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to an unknown procedure on an unknown date, it was observed that the handpiece device did not work. During in-house engineering evaluation, it was determined that the motor was corroded. There were no adverse patient consequences reported. No additional information was provided.